Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during and after sex"), polymenorrhoea ("periods every 14 days") and emotional disorder ("emotional rollercoaster"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the genital haemorrhage, dyspareunia, polymenorrhoea and emotional disorder outcome was unknown. The reporter considered dyspareunia, emotional disorder, genital haemorrhage and polymenorrhoea to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: genital haemorrhage, dyspareunia, polymenorrhoea and emotional disorder quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality safety evaluation of ptc on 20-mar-2020: no new information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital hemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during and after sex"), polymenorrhoea ("periods every 14 days") and emotional disorder ("emotional rollercoaster"). The patient was treated with surgery (to remove essure). At the time of the report, the genital hemorrhage, dyspareunia, polymenorrhoea and emotional disorder outcome was unknown. The reporter considered dyspareunia, emotional disorder, genital hemorrhage and polymenorrhoea to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: genital hemorrhage, dyspareunia, polymenorrhoea and emotional disorder quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information and new events heavy bleeding, pain during and after sex, polymenorrhoea and emotional rollercoaster added. Medical device removal event replaced by genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.